Manufacturer narrative:
This adverse event is being submitted shortly after the company completed an internal retrospective review process of historic records.

Event description:
The reported event is related to a l4-s1 procedure that was performed at (B)(6) us, on (B)(6) 2016. The patient suffered from degenerative disc disease and a procedure was performed in l4-s1 successfully all screws were found to be accurate. However, it was reported that s1 left trajectory seemed to be low in comparison to the plan. Further information regarding this event explained that the surgeon did not take confirmatory images until the k-wire was placed. Furthermore, when passing the rod on the left side, the surgeon encountered high resistance. Consequently, the rod hit the sacrum. Few days after, it was reported that the patient is experiencing some leg pain and motor deficit.